Event description:
A report was received that a patient would undergo exploratory surgery due to possible infection. The physician noticed oozing from the midline incision. The midline incision was re-opened and cleaned. It was confirmed that the patient did not have an infection. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.